Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient astigmatism remained after surgery and vision was not good. The iol was exchanged for another lens model following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Iol returned in two pieces wrapped in surgical fabric. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable and has a few small fractures. The root cause for the reported complaint could not be determined. The manufacturer internal reference number is: (B)(4).